Manufacturer narrative:
A1: patient identifier: requested, not provided. A2: age & date of birth: requested, not provided. A3a: sex: requested, not provided. A3b: gender: requested, not provided. A4: weight: requested, not provided. A5: ethnicity: requested, not provided. A6: race: requested, not provided. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E1: establishment address: unknown. E2: health professional: unknown. E3: occupation: unknown. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. Manufacturing record and the shipping inspection record of the actual sample found no anomaly. No other similar complaint has been received. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834.

Event description:
The user facility reported that plasma leaked from the involved oxygenator. The event occurred during cardiopulmonary bypass. It was unknown if the event resulted in delay in beginning or continuing the surgical procedure. The product was not changed out and it was unknown if the surgery was completed successfully. The product did not cause or contribute to an injury. It was unknown if there was any blood loss.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide an update to section d9, and to provide the completed investigation results. No actual sample was returned. Manufacturing record and the shipping inspection record of the actual sample found no anomaly. No other similar complaint has been received. As a possible cause of occurrence, from our past experience, the following factors were inferred. However, since the actual sample could not be investigated, it was not possible to clarify the cause of plasma leak. It is possible that the blood properties changed due to some factor, leading to the production of a substance having surface-active properties. This could have disrupted the relationship between the surface tension of blood and gas that had been maintained in the micropores of the fiber. As a result, the fiber became hydrophilic, causing plasma leakage. The instructions for use (IFU) (capiox fx15) indicates as follows regarding leakage: "do not use an oxygenator and reservoir that leaks. Replace it with another capiox fx15 oxygenator and reservoir.".